Manufacturer narrative:
Device passed self test and displacement test. No pump error 54 alarms noted during testing however, the formatted history file confirmed pump error 54 alarm due to software error. No pump error 63 noted during self test or in insulin pump history files. Test infusion set or p-cap locks in properly. Device received with cracked case and cracked battery tube threads.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump alarmed for hal software error detected. Customer¿s blood glucose was unknown. Customer stated that insulin pump had crack. Insulin pump will be returned for analysis.